Event description:
During an intraoperative, arterial embolectomy the spring tip entered the vessel wall. The spring tip was removed wtihout invasive procedure. Another of the same type catheter was used to complete the procedure without further complication or injury to the patient. No further patient complication or injury was reported.